Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted complete lead returned with helix retracted. Detailed analysis confirmed that lead passed relevant testing; stated the lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right atrial lead was found dislodged approximately 2 weeks after pocket closure; event was attributed to patient anatomy. Surgical intervention was needed to resolve the issue; this lead was explanted and replaced with a longer lead. No additional adverse patient effects were reported.